Event description:
As reported by exactech truliant knee clinical study, approximately 4 years post op the initial left tka, this patient was revised due to polyethylene wear without evidence of osteolysis, possible femoral loosening. The case report form indicates this event is definitely related to devices and definitely not related to procedure. This event report was received through clinical data collection activities. Outcome is continuing.

Manufacturer narrative:
Device pending evaluation.

Manufacturer narrative:
Section h10: h3: it was determined that this case is a duplicate. Please reference case-2022-00006836 / 1038671-2022-01520 for additional information on this incident.